Event description:
It was reported via repair work order that the head end lift would lower intermittently and would not lay flat due to cable harness #2 malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.